Event description:
It was reported that they called to state the arctic sun device was failing calibration for an error 3 pre- warm nominal flow error. They discussed that was a low flow issue and recommended a circulation pump replacement. They stated they would like to send the device in for 2k hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. The device was evaluated. The arctic sun stat was found to be functioning properly and passed calibration. The reported issue was unconfirmed. No repairs were required as the reported issue was unconfirmed. The device passed all applicable testing and is ready for use. The DHR review is not required as the complaint or reported issue was confirmed through other elements of the investigation not to be manufacturing related. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they called to state the arctic sun device was failing calibration for an error 3 pre- warm nominal flow error. They discussed that was a low flow issue and recommended a circulation pump replacement. They stated they would like to send the device in for 2k hour service. Per follow up via phone on (B)(6) 2023,the customer stated yes, error 3, 2300 expected only getting 2155 and would not go any farther.